Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that customer's blood glucose (bg) was 440mg/dl. The customer went to the emergency room and was subsequently admitted to the hospital for diabetic ketoacidosis. Customer was treated with intravenous insulin, fluids, and electrolytes. The customer was discharged on (B)(6) 2019 with no permanent damage. Contact alleged that the pump was not delivering insulin properly. Although requested, the customer did not upload the pump data logs for tandem technical support to perform a log review to determine a possible cause. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.